Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient had developed allergic contact eczema from the sensor patch after using the dexcom g6 and was seen by the hospital¿s allergy department on (B)(6)2019. No treatment information was provided. No additional event or patient information is available.